Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported that post implant of a realize gastric band procedure on the 4th fill, the surgeon could not access the port. A fluoroscopy was done and it was confirmed that the port had flipped from its original position. The port was anchored with sutures rather than the port applier during the original implant. The port was resutured and the patient received a 5 cc fill. The patient was released as same day surgery.